Manufacturer narrative:
The placement of the bifurcated stent graft 5mm below the right renal artery was confirmed as unintentional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. The patient had a short angulated and calcified neck. It was reported that during the index procedure the final angiogram showed that the bifurcated stent graft had landed approximately 5mm below the right renal artery and that there was a type ia endoleak. The physician implanted an endurant cuff etcf2525c49e as treatment but a small type ia endoleak remained. It was reported the endoleak was expected to resolve once the heparin had worn off. As per the physician, the cause of the event was due to the patients calcified angulated neck. No additional clinical sequelae were reported and the patient is being monitored.